Event description:
It was reported during procedure, the rv lead was not able to be fixed with the device. The lead was removed and a new lead was implanted. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
The reported event of helix would not extend was confirmed. A complete lead was returned with helix in retracted position and clogged with dry body fluid. Analysis was normal. No anomalies were found. The cause of the reported event was due to helix being clogged with dry body fluid.